Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product or pt details has been requested. No add'l info is available at this time. The event of swelling and induration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects, the pt must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area.

Event description:
Healthcare professional reported approx 2.5 months after injection with juvederm voluma with lidocaine in the cheeks and perinasal area along with juvederm volbella with lidocaine in the lips and marionette lines the pt developed swelling and firmness at the lips and nasolabial folds. Pt was treated with hyaluronidase and ciprofloxacin.